Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related; short and conical proximal neck). Conclusion: known inherent risk of a procedure (endoleak); device failure/lack of effectiveness related to patient condition (anatomy related; short and conical proximal neck).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm in diameter abdominal aortic an eurysm. The proximal neck was 24 mm in diameter and 10 mm in length. The left common iliac artery was 16 mm in diameter and the right common iliac artery was 14 mm in diameter. The patient had a 1cm aortic which was conical in nature. The proximal aortic neck angulation was moderately tortuous at 28.5 degree. It was reported that on the final angiogram a proximal type I endoleak was noted. The endurant bifurcated stent graft was implanted up to the lowest renal so there was no room for a cuff. The physician will monitor the patient and review the CT scan at one month follow up. No clinical sequelae were reported and the patient is fine.